Manufacturer narrative:
Correction: section a. Date of birth should have been "oct 1, 1955" instead of "oct 1, 1995".

Event description:
New information received notes the physician opted to do no programming changes. The patient will continue to be monitored. The patient was doing well.

Event description:
It was reported that a patient's implantable cardioverter defibrillator (ICD) exhibited pseudo pseduo fusion resulting in post-sensed t-wave oversensing. No changes or interventions were reported. There were no patient consequences.